Manufacturer narrative:
(B)(4). (B)(6).

Event description:
The customer complained of a questionable high result for 1 patient sample tested for elecsys estradiol iii assay on a cobas 6000 e 601 module. The initial estradiol result was 100 pg/ml. The sample was retested twice with estradiol results of 64 pg/ml and 62 pg/ml the erroneous result was not reported outside of the laboratory. There was no allegation of an adverse event. Th estradiol reagent lot was 284592 with an expiration date that was not provided. The qc results prior to the event and following the event were acceptable. The investigation is currently ongoing.

Manufacturer narrative:
A general reagent or general instrument issue could not be identified. A pre-analytical issue could not be excluded. The investigation was unable to find a definitive root cause.